Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please reference regulator report #3004209178-2017-13815 for the related/implanted ins. Other applicable components are: product ID: 7427, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome, unsuccessful disc surgery, and multiple back operations. It was reported that the patient¿s implantable neurostimulator was not working starting sometime the week prior to the report, confirmed as 2017. There was a loss of stimulation, and the implantable neurostimulator was not giving him stimulation like it was supposed to. It is ¿not making any kind of stimulation.¿ the patient programmer was able to be turned on, but when he pressed the button to turn stimulation on, the stimulation did not turn on. The patient wants to get it replaced so that he can use stimulation again. No further complications were reported.